Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced leakage past the stopper. The following information was provided by the initial reporter: incident that occurred on 05/04/2023 on a 3 pieces sterile plastipak luer lock 50ml syringe. During the production of chemotherapy bags, a silicone leak was noticed coming from the plunger seal in the syringe barrel. The syringe was changed for one with the same reference and unknown batch number. This meant that a new syringe had to be re-sterilized in order to continue production (loss of time ++). This is a recurring incident and potentially serious (risk of injection of silicone into the chemotherapy bag) even if detected by the preparers.

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for investigation. A device history review was performed for lot 2302088, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Ten retained samples from the same lot were evaluated. Through visual evaluation, the stopper is correctly assembled, when the syringe is disassembled the plunger does not show any defect. Further testing was conducted, no sign of leakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced leakage past the stopper. The following information was provided by the initial reporter: incident that occurred on (B)(6) 2023 on a 3 pieces sterile plastipak luer lock 50ml syringe. During the production of chemotherapy bags, a silicone leak was noticed coming from the plunger seal in the syringe barrel. The syringe was changed for one with the same reference and unknown batch number. This meant that a new syringe had to be re-sterilized in order to continue production (loss of time ++). This is a recurring incident and potentially serious (risk of injection of silicone into the chemotherapy bag) even if detected by the preparers.